Manufacturer narrative:
Date sent to the FDA: 5/19/2025. Additional information: b5, d3. Corrected information: d1, g4 (PMA). Additional b5 narrative: it was reported that patient underwent partial removal surgery on (B)(6) 2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure in 2009 and mesh was implanted. The patient is now having issues with the device. In (B)(6) of 2024, she dropped to her knees while at work. Assumed it was uti. She left work in an ambulance; the emergency room tested her for a uti and provided her antibiotics and sent her home. The antibiotics work, but the pain continued to increase. Additionally, in 2024, she started to experience extreme abdominal and vaginal pain. Last monday (B)(6) 2025, she underwent a pelvic exam under anesthesia. Cause the pain won't let anything in her she can not have a normal pelvic exam. The pelvic exam showed that the sling has gone rotten. It has imbedded/wrapped itself in all of her organs, is in pieces and cut through her bladder. To the patient's knowledge her surgeon is removing all of the sling as able in one surgery on (B)(6) 2025. However, it may end up being multiple surgeries. The device is not available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent do you know the product code or lot number of the ethicon product used? If in your possession, may we have a copy of your operative report(s)? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. . D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.